Event description:
It was reported that this pacemaker had five years longevity remaining. Boston scientific technical services (ts) reviewed the patient's data and found that there were some intermittent atrial tachycardia events over the last few months. In addition, the device had a power increase correlating with an increase in atrial events. The change in longevity was likely due to the increase in atrial sensing and right ventricular pacing output. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had five years longevity remaining. Boston scientific technical services (ts) reviewed the patient's data and found that there were some intermittent atrial tachycardia events over the last few months. In addition, the device had a power increase correlating with an increase in atrial events. The change in longevity was likely due to the increase in atrial sensing and right ventricular pacing output. To date, this device remains in service. No adverse patient effects were reported.